Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test or verify compromised force sensor system alarm due to broken/detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer's blood glucose level was unknown. Customer states insulin is "squirting out" during the manual prime process. The customer stated that the drive support cap was normal. The device will be returned for the analysis.